Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4024 implantable pacing lead 1996 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced a decrease in impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.